Manufacturer narrative:
The device has been returned to the local facility, but has not yet been received at the main office for evaluation. Once the device has been returned and investigated, a follow-up report will be submitted.

Event description:
The customer reported the display is missing a digit. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacuring narrative: the returned device was evaluated. External visual inspection showed no damage. When the unit was powered on led segments on the led digits did not fully light up. The device was able to obtain readings. Internal inspection showed cosmetic damage on the bottom shell. Signs of contamination were observed on the system circuit board preventing the leds from powering on correctly.a service history record review reveals that this unit was in the field for over nine (9) months with no previous reported issues related to this reported event.

Event description:
The customer reported the display is missing a digit. No patient impact or consequences were reported.